Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm and cracks on the insulin pump. The customer's blood glucose level was unknown. The call was disconnected and no further details were obtained.